Event description:
Inserted the dexcom g6 into the abdomen as directed and per instructions. The device immediately started to bleed a lot. Blood was running out of device and down onto clothing over leg. Bleeding finally stopped, but the device read blood sugars as low and did not work probably. Removed. Left a very, large deep bruised area in the abdomen that is painful. Blood glucose levels not able to be read correctly. Person is also a health care professional who was providing own care so individual is educated on proper device use and followed instructions on utilization carefully.